Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage on the battery cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not working correctly after having recently received a new battery cap. The customer's blood glucose reading was 420 mg/dl at the time of incident. The customer indicated that the insulin is not being delivered and a no power alert was received. Troubleshooting found that the pump did not alert low battery prior to the off no power alert. It was also found that the pump had a motor error in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.